Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was not receiving adequate therapeutic effect. A catheter dye study was performed, the results were not reported. The drug concentration was changed; programmed a bridge bolus but had increased the dose for the bridge by 100 percent which then resulted in the larger pump tubing volume being used even though the flow rate was decreasing. The drug used in the pump at the time of the event was not reported. Additional information has been requested; a follow-up report will be submitted if additional information becomes available.